Event description:
The customer reported that during fluoro the system would intermittently display a black screen and a generator error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and performed a filament calibration. System operates as intended.